Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. The customer was treated with sugar soda ¿ sprite. Troubleshooting was performed for back light anomaly and noticed that back light did work and it vibrates when its pressed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No backlight anomaly noted. No audio/beep/alarm anomaly or unexpected noise during bolus noted. No unexpected low battery anomaly noted.